Event description:
Report rec'd of overdelivery during biomedical engineering preventative maintenance testing. The expected volume to be rec'd was 20.0ml. The pump consistently delivered 22.0ml. Device specification for this procedure requires the actual delivery to be +/-0.8ml from the expected amount. There were no reports of any pt incidents while the device was in clinical use. No additional info was available.